Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that an alarm occurred and telemetry found the critical alarm occurred due to zero ml reservoir volume reached. The patient forgot about her refill appointment. When the hcp (health care professional) interrogated the pump the programmer showed a low reservoir alarm date of (B)(6) 2014. When they aspirated the pump it was completely empty. The low reservoir alarm volume was 2 ml. The hcp saw a chevron and option to silence the alarm. The hcp thought he did not have to silence the alarm, but he did check the box next to silence alarm. The patient was still hearing her pump alarm. It was unknown when the first alarm was heard by the patient. The low reservoir alarm occurred. No patient pain was reported. The patient needed a refill on (B)(6) 2014, and her pump was filled on (B)(6) 2014. It was noted that all was good now and at the time of report the patient was fine. The pump was used to infuse prialt (25 mcg/ml at dose 6 mcg/day.